Manufacturer narrative:
Not returned, device still implanted. If device or additional information becomes available, a supplemental report will be issued.

Event description:
It was reported that during the tha surgery, the product was being implanted into the acetabulm, during the internal rotation with the v40 trial, it fell into the wound. The surgeon could not retrieve the v40 head trial. It was left insitu.